Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp had an issue with the ins recently and had a question about charging a new system and discharge monitoring in the stage prior to implant of the ins. The hcp received an ins earlier in 2019 and two weeks before the planned surgery they decided to check the charge of the ins in the box. The new ins was completely drained. The hcp recharged it at that point, but during surgery they found it to be discharged again in just two weeks of simply lying in the box. This ins worked fine as of 08-aug-2019, but the hcp had a question of how long the ins kept charge when in the box and how often the battery should be monitored prior to implant. Additional information received from the rep noted that there were also problems recharging because the patient was overweight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins wasn't activated, only checked for battery charge. The implant date of the ins was provided. It was noted that this information was confirmed with the physician/account.